Event description:
Continuous glucose monitor (cgm) faulty, read glucose level of 53. I drank coke and ate 3 [invalid]s. When I returned home, I checked my blood glucose with a stick blood test and it had risen to over 300. The cgm was over 250 units off. The cgm is libre 3 plus form abbott labs. I have used free style for years with little or no problems, but the libre 3 plus are a real problem. In addition to not being accurate, the failure rate is extremely high. The consistently lose signal to my cell phone. This is a very unreliable product.